Event description:
The system 5 dual trigger rotary was sent for eval due to running on its own without user activation during testing. The event occurred during a routine maintenance visit. There was no pt involvement and no adverse consequences associated with the device.